Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 11:58 am where user's sg was 99 mg/dl and bg was 77 mg/dl which was confirmed on data management system (dms) on (B)(6) 2025 at 11:57 am. A review of the alert history revealed that the user did not receive a low glucose alert around the reported time as user's sg was above the low alert threshold 70 mg/dl. The user did not seek medical treatment and resolved the event by eating. The user's hcp was not aware of the event and was advised to follow up with the hcp for further medical guidance. In an associated case for the user's complaint about sensor inaccuracy, it was observed that the system was experiencing transient optical instability in the reference channels around reported time frame.the observed optical instability was most likely contributed to the sensor inaccuracy. Following the sensor re-link performed by the user on (B)(6) 2025, the raw sensor data showed that the transient optical instability gradually recovered. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. The user was advised to continue using the system. B4.date of this report 11 july 2025. G3.date received by the manufacturer? 11 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 27 may 2025,user reported a low glucose event. The following example set was provided: date: (B)(6) 2025 time: 11:58 am est sensor glucose: 99 mg/dl blood glucose: 77 mg/dl. After dms review, we confirmed the following information at the time of the event: date: (B)(6) 2025 time: 11:57 am est sensor glucose: 99 mg/dl time: 11:58 am est blood glucose: 77 mg/dl. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of the event because the sg never went below the alert level.user didn't seek for medical treatment.user reported feeling "weak" and "numb". User resolved the event by eating.user's hcp isn't aware of the event. User was advised to follow up with the hcp for further medical guidance.